Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Reportedly, about 4 months ago the top of reservoir compartment had broken off part of it was missing and black o ring kept coming out she was able to just push black o ring back in pump so she kept using it but now black o ring wont stay in pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit received with minor scratched lcd window, cracked case on display window corners, cracked lcd window, cracked reservoir tube window corners, broken reservoir tube lip, cracked belt clip slot and stained end cap sticker. Reservoir tube o-ring is not in place.